Manufacturer narrative:
Concomitant medical products: product ID: 479878 lead, implanted: (B)(6) 2019. Product ID: dtpa2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis infection. No further patient complications have been reported as a result of this event.